Event description:
It was reported while testing with bd bactec¿ fx, instrument bottom a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: null: 2021-12-29 05:39:35 (gmt). Bottom bactec fx-4 false positive vials in drawer d.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Customer reported an issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). Customer indicated about the false positives in drawer d. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and discovered that the instrument presented with a rack offline error. The fse replaced the rack (pn# 444531 - bactec fx rack assy spare). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Device was installed on 4/1/2016. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause of the false positives is not known. Bd quality will continue to closely monitor for trends associated with this failure. Complaint history for ¿results¿ was reviewed for the month of december 2021. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.0a, 1.1a, 1.2a and 1.6a.

Event description:
It was reported while testing with bd bactec¿ fx, instrument bottom a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: null : 2021-12-29 05:39:35 (gmt) bottom bactec fx-4 false positive vials in drawer d.